Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection found a cracked tank cover, and wear and tear damaged enclosure. Device tank was filled with water, and powered on. The reported customer complaint was confirmed as device leaked through cracks at the bottom of the tank cover. The problem source has been determined to be user interface.

Event description:
Information was received that device was leaking on the right and the bottom. No adverse effects reported.